Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty deploying the stent was not able to be confirmed due to the condition of the returned device; however, the hypotube was separated. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that a 7-10 x 40 mm acculink stent could not be deployed. The stent could not be released because the locking mechanism was broken. The procedure was successfully completed with another same size acculink. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned device analysis revealed the hypotube was separated.